Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the premature ventricular contraction (pvc) burden monitoring enabled. However, a transmission showed that the pvc burden monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(6) 2026: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Our investigation determined that the device did not collect pvc burden data following a replacement from a lux-dx device. Boston scientific determined that a programming settings discrepancy can occur in patients who were enrolled in latitude clarity prior to an october 2023 system update and then underwent device replacement from a lux-dx device to a lux-dx ii or lux-dx ii+ device. This can result in certain data not being monitored or collected as expected in the new device. Boston scientific has issued a field safety notice to notify physicians of the potential for certain lux-dx ii & lux-dx ii+ devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. IV

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the premature ventricular contraction (pvc) burden monitoring enabled. However, a transmission showed that the pvc burden monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported.